Event description:
It was reported, there was a loss of stimulation. The patient fell down and sprained their knee approximately five weeks prior to report. The patient was not feeling stimulation in the front of their legs. It was noted, the patient had not seen their health care provider since the fall. It was also noted approximately eight weeks prior to report, the patient had blood clots. Patient was scheduled for appointment with health care provider on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had impedance testing done on her leads and they revealed "no abnormalities". No other diagnostic tests were performed. It was stated that the patient was not turning her stimulation up high enough to get therapeutic benefit. The stimulation was turned up to a comfortable level and it was reported that the patient was getting stimulation in her painful areas. It was stated that the patient was "very happy" with the outcome and was "doing well". No further information was provided.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).